Event description:
This lead was explanted and replaced. The patient fell on their left shoulder and went to the ER. Surface EKG showed intrinsic escape rhythm at approximately 40 bpm. When device was checked there was no sensing on the rv channel and would only capture at high outputs. Chest x-ray showed that lead was still in place. No noise was produced during pocket manipulation. No adverse patient events reported. Should additional information become available, it will be added to this file.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.